Event description:
It was reported via repair work order that the footrest will not latch in the closed position due to a bent mechanism. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Issue was resolved for the customer by shipment wall saver recliner mechanism.